Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure when the device was removed from the patient, the distal stent strut was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most proximal stent strut row was slightly flared outwards. The 4th most proximal stent strut row was also damaged, stent struts were lifted and bent back in a distal direction. The undamaged section of the crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure when the device was removed from the patient, the distal stent strut was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.